Manufacturer narrative:
Sample device from the customer was returned from sterilization on 1/28/2020. Investigation is ongoing. A follow-up report with additional information will be provided by 2/28/2020.

Event description:
Cracking at hub. No other info yet on patient. F/u with (B)(6) scheduled for 1/16 for additional information regarding this matter and to obtain the product to be returned.

Manufacturer narrative:
A functional test was performed and found that the hub was cracked and leaked, confirming the complaint. The physical inspection of the crack indicates that the root cause was most likely due to excessive tensile force being applied to the catheter hub, possibly during use. There is no evidence that this issue was a result of a design or manufacturing issue, so no corrective action will be taken at this time.